Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had a impella cp pump placed to support a patient. It was reported that while on support there was issues with limb ischemia. The team placed fem-fem bypass externally. After 22 hours the pump was explanted for a new axillary delivered 5.5 pump. The procedural outcome was the patient survived surgery.